Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and no delivery alarm. Blood glucose level at the time of the incident was 600 mg/dl. Customer was treated with insulin injection. Customer stated that the infusion set got detached. Customer had been using insulin pump system within 48 hours of high blood glucose event. It was unknown whether auto mode feature was active or not. The insulin pump will not be returned for analysis.